Event description:
The reporter stated a blood glucose test was performed on a pt and the result was 309 mg/dl. It was reported that within 30 minutes a lab test was performed and the result was 94 mg/dl. It was stated that controls were run and were within range. A request was made for the return of the suspect device and replacement product was sent.